Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03397. The patient received his system, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010. It was reported that the patient experienced a severe stabbing sensation to his lateral mid back bilaterally during stimulation. Pain was worse on the left side than the right. The pain ceased when stimulation was turned off. An x-ray taken at his two week postoperative appointment showed the right lead had migrated down one vertebral length. Follow up on the patient found that the patient will meet with a neurosurgeon to discuss explanting the leads and replacing them with a paddle lead. No further information is available at this time.